Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient wasn¿t connected when therapy initiated. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during peritoneal dialysis therapy. During troubleshooting, it was discovered that therapy was initiated prior to the patient being connected to the patient line. The patient then connected after therapy had initiated. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention reported with this event. No additional information is available.